Event description:
It was reported that a patient presented with premature battery depletion noted on the patients' implantable cardioverter defibrillator. The right ventricular lead exhibited low pacing impedance and the atrial lead exhibited over-sensing of noise resulting in inappropriate automatic mode switch. The physician alleged insulation damage on both leads. The leads and device were explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Manufacturer narrative:
The reported events of oversensing noise and insulation damage were confirmed. As received, a complete lead with extraction tool inserted was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures but found shorting between conductors due to procedural damage. After dissecting the lead, visual inspection found inner insulation abrasion at the distal region. The cause of the reported event of insulation damage was due to the inner insulation abrasion found while the cause of the reported event of oversensing noise was due to the exposure of the inner coil at the inner insulation abrasion location.